Manufacturer narrative:
Continued from medical devices: concomitant central was line was used. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the rn noted leaking at multiple connection points between the large volume infusion tubing and quadrafuse max zero connectors that were attached to the grey port of patient's central line. The grey port of patient's central line flushed easily, although it did not draw blood. Tubing changed with no further issues. There is no report of patient harm.